Manufacturer narrative:
We received one 131hf7p catheters with (1) attached monoject 3ml syringe and 1.5 ml limited volume syringe for examination. The balloon inflated clear and concentric for 5 minutes without leakage. The balloon was found to have residual liquid inside, causing the balloon to deflate slightly slower. Note per the IFU the balloon should be inflated using 1.5ml co2. Deflation time with syringe detached was 2 seconds prior to vacuuming liquid out from balloon. Deflation time with syringe detached then reduced to 1 second after vacuuming liquid out from balloon. Both deflation times are within specification. All through lumens were patent without any leakage or occlusion. There was no other visual damage, contamination, or other abnormalities found on the catheter and syringe. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the catheter went into the body but would not deflate. Another catheter was used and worked successfully. No patient complications were reported. It was further indicated that the staff tried to deflate with syringe on and off.